Event description:
It was reported that the patient became syncopal as a result of the intermittent loc (loss of capture) by the right ventricular (rv) lead. The patient also received inappropriate therapy from the rv lead. The rv lead had a confirmed fracture and high impedance. The lead was capped and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had multiple syncopal episodes over a week or so, where all the episodes started with the patient feeling lightheaded and then the patient falling down and again regaining consciousness within a few minutes. However, the day of presentation to the ER (emergency room) the patient passed out for a longer period of time. In the ER the patient again had a syncopal episode wherein it was seen that they were some intermittent pauses seen on the monitor, CPR (cardiopulmonary resuscitation) was initiated, and the patient was intubated because of the patient¿s unresponsiveness. It was also noted that the logged ventricular high rate episodes on the right ventricular (rv) lead was clearly noise and that there was also a spike in the rv lead impedance.